Manufacturer narrative:
Bolus delivery issue- no failure identified

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has to press the wake button multiple times for the pump to respond. In addition, it was reported that the customer woke up with low blood glucose levels ( approximately 45 mg/dl), and blacked out. During troubleshooting with tandem technical support, it was found that 2 unintended quick boluses were delivered while the customer was sleeping. Customer stated that he does not wear the pump in a case and does not know if he pressed the quick bolus button or rolled over onto the pump while he was asleep. Customer ate food to stabilize blood glucose levels.